Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-00406, 1627487-2024-00407, 1627487-2024-00409. It was reported that patient experienced ineffective therapy. Lead diagnostics showed that all the leads had high impedances. Surgical intervention was undertaken, and during procedure, it was noted one of the 3166 leads had pulled out of the extension causing concern about the integrity of the extension. In turn, the system the leads and extension were explanted and replaced. Effective therapy was restored.